Event description:
One patient with discrepant sodium results. Initial result 140.6 mmol/l, repeat 131 mmol/l (different analyzer, alternate methodology). The initial result was not reported. The field service rep determined the mix tower to be the cause and he replaced the mixtower. Performance tests performed which were within specification.